Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, it there is any further relevant info from the review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was initially reported to boston scientific corp on (B)(6) 2009, that an extractor rx retrieval balloon was used during an endoscopic sphincterectomy procedure. According to the complainant, air was injected to the balloon during preparation, but the balloon did not inflate. The procedure was completed with another extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good". This event has been deemed a reportable event based on the preliminary observations of the returned device; the balloon is torn circumferentially.